Event description:
It was reported that the insulin pump alarmed weak signal and lost sensor, and the customer thinks that it was due to rolling around in bed a lot, causing the device to get lost. The customer did not have any device lot information or the blood glucose reading at the time of the event because he was driving and could not access the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.